Event description:
It was reported via repair work order that the bed would not stay in neutral due to broken swivel brake caster. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.